Manufacturer narrative:
The investigation into the low pump flow and the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the positioning issue was most likely use related issue due to improper technique as impella slightly deep and pigtail stuck on a papillary and was unable to safely free from papillary without pulling back into the aorta and let to low pump flow. The cause of the low pump flow was most likely improper positioning due to improper technique.

Event description:
The user facility reported a patient with acute myocardia infarction/cardiogenic shock was on impella cp support due to the patient being in ventricular fibrillation. While on support, the pump was slightly deep, and pigtail was stuck on the papillary muscle causing frequent suction alarms. The physician attempted to reposition the impella pump under echo; however, the physician was unable to safely free the impella pump from the papillary muscle without pulling back into the aorta. The physician, therefore, decided to leave the impella pump in the position and ran the pump at p-levels p-5/p-6.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.